Manufacturer narrative:
Manufacturer's investigation report: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (ischemic stroke, peripheral thrombus, and cardiac tamponade) cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism, pericardial fluid collection, and stroke as adverse events may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The instructions for use contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pre-operation ventricular tachycardia that required impella support. The patient returned to the operating room on (B)(6) 2020 to resolve post-operative tamponade. On (B)(6) 2020 the visual deficit heat computer tomography showed large right middle cerebral artery (mca)/posterior cerebral artery (pca) stroke (ischemic). International normalized ratio 1.4 heparin with therapeutic partial thromboplastin time the morning of the stroke. The patient had evidence of acute deep vein thrombosis in internal jugular vein via carotid doppler on (B)(6) 2020. The patient was extubated in cardiothoracic intensive care unit and delirious and infectious work up started. There was continued evolution of the mca/pca distribution infarction with subtle blood products subacute. It was more conspicuous compared to the prior study. Overall it was a grossly stable local mass effect. The patient was drowsy, confused, and only oriented to self.